Event description:
It was reported that the patient experienced hypoglycemia while using the ilet bionic pancreas, with a documented blood glucose of 61 mg/dl for approximately 30 minutes, and the device did not provide a low or urgent low alert during the event. Symptoms included irritability without loss of consciousness. Outcomes included self-treatment with carbohydrates and no medical intervention or hospitalization. Troubleshooting and education were provided, including instructions on staged carbohydrate treatment for low glucose and plans for additional pump education through clinical support. Investigation included internal case review and user education; no product was returned, and no device malfunction was confirmed. Investigation of this case revealed no confirmed device failure and an unclear cause for the hypoglycemia event. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.